Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the patient returned for follow-up approximately 11 months post implant and CT was done. The physician stated the patient had thrombosis of the left iliac limb, but the patient has collateralized and has flow feeding to the leg. Per the physician, the cause of the event is unknown. Approximately one month later the patient was treated and the physician performed a fem-fem bypass to address the occluded left limb which is part of the bifurcated stent graft. The intervention was successful and the patient had strong femoral pulses and pedal pulses at the end of the procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information confirmed the following: the sizing information indicated that the left iliac limb was 12mm to 8.8mm in diameter from proximal to distal and had a ring of calcification at the level of the left hypogastric artery.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.